Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found, the primary complaint was not confirmed. Although the test strips involved with this complaint were requested back, product analysis is not required since the test strips were expired at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, a reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging her onetouch ultra meter was reading inaccurately high. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed on (B)(6) 2012 at approximately 10pm, the patient tested on the subject meter and observed a reading of "199 mg/dl." The patient reportedly manages her diabetes with 1 hour earlier. The reporter claimed the patient "passed out" approximately 20 minutes after testing and despite this alleged injury, no form of treatment was reported. It would have been helpful to know how the patient was treated, by whom, and whether her blood glucose was checked on another device. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The subject test strips were expired. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.